Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a rongeur for intervertebral discs was damaged during a laminectomy on (B)(6) 2013. It was reported that the nose was completely broken off, and the work parts tore off. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
No irregularities were found during the device history record review. The investigation has shown that a part of the tip is indeed broken off. Note that this instrument was manufactured in sept. 2005. This lead us believe that normal wear and tear over the years finally resulted in the breakage of the upper snapper. The file history records were reviewed and showed conformity with the material- and manufacturing specifications. No product fault could be detected.